Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was seen in the emergency room after experiencing inappropriate anti-tachycardia pacing (atp) and shock therapy for atrial fibrillation with rapid ventricular response. Therapy was exhausted. It was noted that after the fourth shock that the atrial rate gradually decreased to a point where it fell into blanking and was, therefore, undersensed. The local boston scientific field representative reported that rhythm identification was programmed to on in the ventricular tachycardia (vt) zone. There were no adverse patient effects. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.